Event description:
36 year old male on complete heart block had permanent pacemaker inserted in 1999 without apparent problem. Pt condition stable post procedure. Pacer functioning as evidenced on cardiac monitoring. On 6/4/99 pt suddenly arrested resuscitation attempts unsuccessful. Autopsy preliminary results indicated cardiac tamponade and perforation of right atrium by pacemaker wire.